Event description:
Patient 1 of 4. Employee experienced reactions on four occasions associated with mask use. The reaction(s) consistent of tongue feeling thick with itchy throat. Initial reaction occurred on (B)(6) 2022 and subsequently on (B)(6) 2022, (B)(6) 2022 to (B)(6) 2022 and (B)(6) 2022 to (B)(6) 2022. Employee health prescribed intramuscular epinephrine, intravenous prednisone, benadryl, pepcid, solumedrol, and hydroxyzine. The employee followed up with an allergist and had two patch tests of steroids. Employee was referred to pulmonologist and rheumatologist. She currently continues benadryl, pepcid, solumedrol, hydroxyzine, 20 mg prednisone, allegra (twice a day), and zyrtec (twice a day) by mouth.

Manufacturer narrative:
The product involved in the event reported has not been returned but a representative sample is anticipated. A follow-up report will be provided upon the conclusion of the investigation. All information reasonably known as of august 11, 2022 has been included in this medical device report. The information provided by o&m halyard, inc. Represents all of the known information at this time. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
Representative product sample was returned to the failure analysis lab for evaluation. The samples were evaluated under ambient light conditions and appeared intact. There are no sharp edges or corners observed on the masks. There are no loose fibers observed on the masks. The samples were inspected and measured by comparing both to specification component. The samples were found to be assembled according to the specification drawing. Device history record (DHR) evaluation was performed for the product code 25867 and lot number am1310061 identified in the complaint. A quality nonconformance was not reported at the time of production. Based on the low to negligible health hazard presented by the components of the level 1 mask in combination with user exposures of less than twenty-four (24) hours and acceptable biocompatibility results, the level 1 masks have a wide margin-of-safety for users when worn as indicated. Manufacturing conducts visual and functional inspection of each device throughout production. According to manufacturing records, the device was manufactured per procedures and specifications, then released by quality assurance. All information reasonably known as of october 13, 2022 has been included in this medical device report. The information provided by o&m halyard, inc. Represents all of the known information at this time. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.